Event description:
It was reported that the patient acquired an infection at the pocket site. The physician believed the issue to be related to wound breakdown caused by scar tissue and poor vascularization. The device was removed and the patient is recovering. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.